Event description:
The customer reported a leak from a maxplus clear connector. The leak occurred where the connector attached to the IV catheter, not from the surface of the connector as was initially reported. The product was not saved. There was no report of patient harm or medical intervention. No further patient/event info is available.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. No product will be returned per customer. The customer complaint of maxplus leaking from where the connector attaches to the IV catheter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.